Event description:
It was reported that a malfunction code appeared on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information on how to reset the pump and advised the customer to perform the reset later since a charger was not available during the call. The customer was also instructed to call back if the malfunction code appeared again and understood the instructions given.